Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 7300tfx29 was explanted from the mitral position after an implant duration of five (5) years and nine (9) months due to degeneration with stiff leaflets leading to severe mitral stenosis, restricted opening and moderate regurgitation. The patient presented with severe dyspnea before the explant procedure. A mechanical valve was implanted in replacement. This case involved a (B)(6) patient. The patient was fine and at home.

Manufacturer narrative:
Customer report of stiff leaflets leading to stenosis was confirmed. Customer report of regurgitation was unable to confirmed through visual observations. X-ray demonstrated wireform intact and moderate calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the inflow aspect. Host tissue overgrowth on the stent circumference was heavy at the outflow aspect and minimal at the inflow aspect. Host tissue overgrowth fused leaflets 1 and 2 by approximately 7mm at commissure 2, and leaflets 2 and 3 approximately 3mm at commissure 3 on the outflow aspect. Subvalvular apparatus was observed around leaflet 1 at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 3 had a 2mm tear near commissure 3. Calcification was evident at the tear. Leaflet 2 had a cut approximately 16mm long on the cusp and edges of cut were even and straight. Edges of cut appeared to match up. Sewing ring was cut off except around leaflet 1 and exposed the metal band in multiple areas around the valve in the outflow and inflow aspect. Cut off sewing ring fragment was not returned. Some sutures were observed attached to remaining pieces of sewing cloth. H10. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause of the calcification is patient factors, including the patients age at time of implant. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause of the pannus is patient factors.